Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Volumetrics of 100 ml/hr to 25 ml, and 300 ml/hr to 250 ml, for a total volume of 275 ml were performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: infusion of remicade took twice as long. Rn went to disconnect patient and realized only 1/2 of the bag (approximately 125ml infused). She reprogrammed the pump for 300ml/hr and the drops were extremely slow. She switched pumps and the medication infused as programmed. Patient was able to get the full dose.